Event description:
The patient attended a follow-up clinic on (B)(6) 2025. It was noted that the device had reached eos and that all tachycardia therapies and detections have been disabled. The device was operating at a high amplitude and pulse width, and a rate that was higher than the previous setting. A new device was implanted in (B)(6) 2025.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, detected on (B)(6) 2024. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The overall measured current consumption was normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a damaged insulation, which led to an elevated internal self-depletion. In conclusion, the analysis revealed an elevated internal self-depletion within the battery.